Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system drawer was not detected on bus. Customer tried to restart, but issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) reset all internal connections for the full height cubie drawer to restore proper communication. The fse confirmed that all pockets were visible in the system after the reset and observed no further issues. The system functioned as intended after the field service engineer repaired the device.